Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they are at the end of treatment. And their teeth are still not straight. They reported, gaps. Their teeth are not all the same height, their front tooth is shorter than the other teeth on the bottom. Requested patient to backtrack to most best fitting aligner. And provide photos for evaluation of intrusion/tipping on #24. Photos provided. That confirm, intrusion is present on #24. Recommended two week rest period for stopping lower aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.